Event description:
It is alleged the end user was driving their jazzy when they ran their robe over which caused their to fall out of the chair. The end user sustained a fracture to their right wrist, fracture to their stitches.